Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 200 mg/dl, and the meter bg reading was 403 mg/dl. No additional patient or event information was available. A root cause could not be determined. The customer indicated that tandem technical support would be contacted if the issues persisted after the customer continued to enter calibration values into the pump. The customer did not contact tandem technical support regarding the reported issue.